Event description:
The client called and said she had tipped forward in her chair and fallen out which caused her to break her ankle. The client was not wearing her positioning belt at the time.

Manufacturer narrative:
After investigation it was discovered that the client had driven off of the side of her ramp and did not tip forward. This is a case of user error and is not a defect in the chair. The DHR was reviewed and the chair met all specifications before distribution.